Event description:
The physician intended to use a resolute onyx drug eluting stent (pli10) and an nc euphora balloon catheter to treat a non-tortuous, severely calcified lesion with chronic total occlusion in the mid rca. The resolute onyx device was removed from packaging per IFU, was not inspected and was prepped as per IFU. The nc euphora device had no damage noted to its packaging, had no issues when removing the device from the hoop/tray, was inspected with no issues and negative prep was performed with no issues. The lesion was pre-dilated and the devices did not pass through a previously deployed stent. Resistance was not encountered when advancing the devices and excessive force was not used. No inflation difficulties were encountered. It is reported that the stent was inserted at the lesion and inflated to nominal pressure with a medtronic inflation device. Once the stent was deployed the balloon failed to deflate. After several attempts the nurse removed the inflation device and had to deflate the balloon manually with a syringe. After deflation the balloon was removed from the patient with no damage to anatomy. It is also reported that the nc euphora device was used to post-dilate the lesion. Deflation difficulties were encountered with this device and manual suction was used to deflate the device. No patient injury is reported.

Manufacturer narrative:
Additional information: there were no difficulties when removing the protective sheath and packaging stylette from the devices. When manual aspiration (using a syringe) was carried out to remove the balloons the inflation device was removed. Several attempts were made to completely deflate the balloon as it took a long time to deflate. The same inflation device was used with both devices. It was used successfully with the pre-dilation balloon used before stenting. The devices were not moved or re-positioned in the lesion prior to the deflation difficulties. The deflation difficulties were noted after the first inflation. The physician initially thought the problem was with the device used and not the inflation device. If information is provided in the future, a supplemental report will be issued.